Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received a change sensor alarm and kept saying bad calibration. The customer also reported that the sensor was giving inaccurate readings. The customer's blood glucose was 100 mg/dl and sensor glucose was 50 mg/dl at the time of call. The customer stated that they removed the sensor and noticed that the cannula was bent. The customer mentioned that they were bleeding after inserting the sensor. The customer declined helpline assistance. The sensor will not be returned for analysis.